Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs plus meter serial number (B)(4). At 10:53 a.m., the patient was tested with the meter and the result was 6.2 inr. A venous sample was collected from the patient and tested at 11:12 a.m. Using the dade innovin method, resulting as 2.6 inr. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is monthly. No medical treatment was provided, delayed, or withheld based on the result obtained from the meter. The laboratory result was within the patient's therapeutic range, no medical treatment was necessary. No adverse events were alleged to have occurred with the patient. The patient was stable in dosing and was therapeutic. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes in diet, illnesses, or medications. The patient has no special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 121349-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's meter and test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy medwatch fields device available for evaluation? And device evaluated by MFR? Have been updated.